Event description:
The manufacturer received information alleging a ventilator service required error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The customer has sent the device to the third-party service center. Investigation details are not yet available as the third-party service center is currently investigating this complaint. A follow-up report will be submitted as necessary.